Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, desire for smaller breast prostheses. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 53-year-old caucasian female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 350cc gel breast prosthesis (left device) and a mentor memorygel breast implant 375cc gel breast prosthesis (right device) developed capsular contracture in both of her breasts post implantation (baker grade ii in left breast, baker grade iii in right breast). Additionally, the patient believed that her implants were too large. As a result, the patient underwent bilateral explantation and replacement with an unspecified mentor gel breast prosthesis (left device) and a mentor memorygel breast implant 325cc gel breast prosthesis (right device) on (B)(6) 2023. During explant surgery, it was observed that the right breast prosthesis had ruptured. This medwatch report is for the patient¿s left breast prosthesis. The reported implantation date is before the device manufacture date. Mentor will report the dates as received. If clarification on the implantation date is received, a supplemental report will be submitted.